Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 200 mg/dl. Troubleshooting could not be done because the customer had resumed insulin pump therapy and experienced no further alarms or high blood glucose. Explained the no delivery alarm and possible causes. Advised to call back when the alarm occurred in order to troubleshoot. The customer also mentioned an instance of high blood glucose when he treated himself with a manual injection. The customer then changed the infusion set and believed it may have been an issue with the insertion site at the stomach. Nothing further reported.